Event description:
A report was received alleging that the following use of the listed device for blood collection, the needle could not be retracted into the safety device. The report states that the clinician endured a needle-stick injury from the exposed needle. The clinician is believed to be receiving treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician have been reported. There was no patient injury reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.